Event description:
It was reported that the patient experienced chest pain, shortness of breath and bigeminy. It was further reported that there is concern that the implantable pulse generator (ipg) is not working properly. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.